Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00882.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician was unable to advance two ruby coils through a non-penumbra microcatheter. The physician attempted to advance the ruby coils again; however, the same issue occurred. The procedure was then completed with two shorter non-penumbra coils. There was no report of an adverse effect to the patient.